Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. The lesion being treated was calcified, 80% stenotic lesion in a midly tortuous mid right coronary artery (rca). The lesion was predilated 3 times with a 2.0 x 12 mm maverick balloon at 8 atms. After predilation the physician attempted to reach the lesion with a taxus express2 2.5 x 24 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. As the physician withdrew the stent delivery system (sds) the undeployed stent dislodged into the proximal rca. The physician decided to deploy the stent with a 2.5 x 20 mm maverick balloon without any complications. The physician then inserted a new guide catheter for a deployment of a pixel stent. However, during insertion of the new guide catheter the physician noticed a dissection proximal to the deployed taxus stent. Consequently, the pixel stent was never deployed and the pt was sent to surgery for a coronary artery bypass graft surgery (CABG). No further pt injuries or complications were reported. Pt status is reported to be "fine".